Event description:
A nurse reported with a description of intraocular lens (iol) with a description of, the lens material was hanging off on the lens edge after implantation. The material was removed by surgeon during the initial procedure. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The information stated there was "lens material hanging off of lens edge". The lens was not returned to evaluate for damage. The lens remains implanted. Global quality customer affairs (gqca) facilitated a discussion of the investigation process and answered questions from the surgeon regarding this complaint. Information was provided that the surgeon believes that the reported debris may have originated from the associated plastic tip wrench. Surgeon stated that they and the equipment manager decided that in the immediate future the site will use the plastic tip wrench to gently start the phaco hp (hand piece) tip tightening process and complete that process with removing, replacing, and finishing the tightening process using a metal phaco hp tip wrench. File will be reopened in new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that reporter believed that the reported debris may have originated from the associated company plastic tip wrench.